Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an acl reconstruction surgery the device with the part number ar-1588btb could not be threaded. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. **updated case (B)(4). It was reported that during an acl reconstruction surgery the device with the part number ar-1588btb could not be threaded. When using the product, it could not be threaded in as per the instructions. The thread broke and the implant was no longer usable. There was no harm for patient, operator or third party. The surgery was finished successfully with a resorbable screw fixing the graft femorally. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation was confirmed. One unpackaged ar-1588btb, batch/serial number 11199980, was received for evaluation. Upon visual inspection, it was observed that the suture system was damaged, rendering the device inoperative. Fraying was observed on the sutures, but no issues were encountered with the button. Functional testing was not performed due to damage to the device. The most likely cause of observed and reported failure is misuse due to user error. According to dfu-0147-4 at revision 1.g. Precautions. 1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strandsand/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft